Manufacturer narrative:
Citation: gasior t et al. Aortic valve-in-valve procedures for treatment of failing surgically implanted bioprosthesis. Cor et vasa feb 2017 (doi 10.1016/j.crvasa.2017.01.010) earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature of a (B)(6) male patient with a medtronic mosaic bioprosthetic valve (serial number not provided) was noted with dyspnea and severe aortic valve stenosis. In an intervention, the patient underwent implant of a non-medtronic transcatheter valve. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.